Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the foreign object could not be identified. The root cause of the foreign object remaining in the device could not be identified. The actual product has not been returned to the quality assurance department at the shirakawa factory, so the detailed condition of the product could not be verified. Therefore, the cause could not be presumed based on the information obtained from the investigation results. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual (reprocessing manual) at the time the product was shipped was checked, and the following detailed description is found. Chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope chapter 6 r reprocessing the endoscope using an automated endoscope reprocessor/washer-disinfector. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during device evaluation that the videoscope had foreign material on the bending section cover and the bending section could not be controlled at all due to corrosion on the angle mechanism. There was no patient involvement.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.